Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is having a lot of problems lately, indicating a return of symptom. This began about two months ago following a foot surgery the patient had. They confirmed the implantable neurostimulator (ins) was on. The patient was found to have a urinary tract infection (uti) from the catheter in that surgery, but they are unsure if that was what is causing the issues because the patient's legs are not moving. They would try to walk and not move. The patient's settings was on at 4.8 and they decreased by 10 points and that was better for a little while. Then, the patient started having trouble again, so they decreased more. They went to the healthcare provider (hcp), who stated that was not the right thing to do and reset the patient at 4.6 or 4.8. The hcp told them the ins battery was getting low and someone would be in touch to discuss replacement. It was confirmed to be normal service life. They were redirected to the physician for next steps and reviewed the potential impact of low battery on programming.